Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. A floating thrombus was visible on the echocardiogram, after passing the septum with the steerable guide catheter. The thrombus was noted in the left atrium. Additional heparin was administered, and the thrombus resolved with anticoagulation. The physician's were not concerned because the activated clotting time was higher than 250 seconds (maintained throughout). The procedure continued and two clips were implanted. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay.